Event description:
It was reported that the customer had an issue with the infusion sets. Customer stated that they have to change once a day for the last 4 days. Customer gets high blood glucose levels and changing the set resolves the issue. Customer was at school when his blood glucose level started to go up. Customer has symptoms of nausea, headaches, thirst, and ketones. Customer has syringes and an old pump as a back-up. Customer's blood glucose level was 365 mg/dl. Customer has treated for their high blood glucose levels. Pump passed priming and high pressure tests. Customer's blood glucose level was over 400 mg/dl today. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.